Event description:
The customer reported that the system would not display a live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced the generator interface board, and checked and adjusted the c-arm power supply. The system was tested and found to be working as intended and put back in service.